Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Patient reported right side device "rejection" and "no healing at the prosthesis placement site." Patient was treated with "chemotherapy." Device was explanted.